Manufacturer narrative:
The device was received for evaluation. The report of fluctuating values was confirmed. From visual inspection no defects were found. As received the cable was plugged into the known good unit hem1 monitor and tested. No defects were found. However, after this the device was failed a step in the run-in test where raw red average measurement was 353181.9 while limits low 120000. The optical block was confirmed to be defective. Based on further engineering investigation, the failure is consistent with electrical component failure.

Manufacturer narrative:
The device was returned to the laboratory, however, the evaluation has not be performed yet. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this oximetry cable, values fluctuated between 1% and 55%. No error message was displayed. The cable was calibrated several times, but the issue remained. Patient was not treated according the incorrect values displayed. Replacing the cable for another one, the issue was solved. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.